Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) power button does not work and thereby caused difficulty in powering it on was confirmed during functional testing. The root cause was due to a defective power switch likely due to a defective component or due to mishandling such as a drop, as indicated by the cracked covers observed during the visual inspection. The power switch needs to be replaced to address the issue. Upon visual inspection, unrelated to the reported complaint, cracked front and bottom enclosures were observed likely due to user mishandling such as a drop. The damaged front and bottom enclosures need to be replaced to address this issue. In addition, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate needs to be deburred to address the issue. The cause for the sticky clutch could be due to frequent use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data review showed no significant discrepancies. Waiting for customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
During patient use, the power button of the autopulse platform (sn (B)(4) ) needs to be pressed multiple times to power on. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.